Event description:
Becton dickinson product number 367886 (6ml dark green top sodium heparin tubes), lot #8187725, are not filling completely to the fill line. Other lot numbers have been reported from other sutter affiliates.